Event description:
It was reported that a user experienced elevated blood glucose after changing ilet supplies, during which the old supplies were removed before rewind; the rewind then completed, a new cartridge was inserted, tubing was connected and filled with visible drops, the infusion set was inserted, and the cannula was filled, after which normal use resumed. Symptoms included hyperglycemia, with a peak of 217 mg/dl for about 45 minutes, without ketoacidosis, loss of consciousness, or other acute effects. Outcomes included no medical intervention, no hospitalization, and no use of backup therapy. Investigation included troubleshooting and education regarding the cartridge change, tubing fill, infusion set insertion, and cannula fill steps. Investigation of this case revealed no device malfunction was identified and the cause of the hyperglycemia remained unclear, with recent food intake noted. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.